Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The meter was found to function correctly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had displayed an inaccurate high. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The patient stated that the alleged product issue began about 3 weeks prior to contacting lfs. She reportedly obtained a result of 320 and 318mg/dl on the subject meter compared to 318mg/dl on an (ultramini) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does meet lfs' criteria for accuracy. The patient manages her diabetes with insulin (non adjuster) and reportedly increased her insulin dose by an unspecified amount as a result of the alleged product issue. She claimed that approximately 1 day after these alleged issues began she developed the symptoms of "blurry vision, shaking, hot nausea and feeling faint" which she associated with a hypoglycaemic event. The patient stated that she self-treated with juice and crackers. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved site and the correct testing steps were used. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.